Event description:
Caller reported that the pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer support advised on proper technique for pressing the button and confirmed that the pump was not plugged into a power source but ultimately decided to revert to an alternate method of insulin delivery.